Event description:
It was reported that the pt had a "severe low" because she was connected to the infusion set. The pt stated she was out of her normal routine: she did the insertion of the new site first, rewound the pump, and then the cartridge would not fit into the pump, so she started to push the reservoir into the pump. She felt that it would be wasteful to have insulin squirting out, so she kept the tubing attached to the cartridge not realizing that she was still attached to the insertion site: the pt is unsure how much insulin went into her. The pt's blood glucose was 49 mg/dl when she started the insertion site change and then dropped to 25 mg/dl. The pt administered self-treatment with orange juice and did not receive any other forms of medical intervention. The animas rep reminded the pt to disconnect during the priming process and pt verbalized understanding. There was no indication of a malfunction; however, this complaint is being reported because the pt reportedly became hypoglycemic after pushing her cartridge into the pump while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: there are no alarms related to the complaint in the alarm history. The pump was used after the original complaint date and all histories and black box data has been overwritten. Investigators were unable to adequately investigate the original blood glucose complaint. The total daily dose basal delivery showed that the pump was delivering accurately up until the last date used by the patient. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as designed at the conclusion of testing. The pump was powered off for approximately one hour then powered on again and the date and time returned to the factory default settings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to this complaint, evaluation revealed a cracked battery compartment and the keypad symbols were found to be worn. There was no defect found with the delivery of insulin.